Event description:
A malfunction was reported on the pump, with no notable events occurring prior to the issue. There was no reported adverse impact to the customer's blood glucose level. The technical support team provided instructions to reset the pump, and the customer was able to reset it successfully. The malfunction did not recur, and the customer was advised to continue using the pump while being instructed to call back if the issue reappeared.